Event description:
It was reported that a lead integrity alert was triggered for oversensing and noise. It was noted that the lead was positioned "almost" on top of an abandoned lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered programmer data shows a lead integrity alert on (B)(4) 2011 01:16:40. Sensing - oversensing 4 - ventricular nst<=200 ms between (B)(4) 2011 11:03:38 and (B)(4) 2011 00:03:44. Sensing - interference/noise ventricular short interval count v-sic=230 counts avg/day, in 1.84 days, between (B)(4) 2011 13:04:19 and (B)(4) 2011 09:13:01.